Manufacturer narrative:
The subject device was received for analysis. There were no anomalies noted during the initial analysis at fremont, however during further analysis at cork kink was found on the balloon catheter. It is probable that the kink was caused as a result of handling of the device after this initial investigation at fremont. Functional testing was performed on the returned device and the balloon was inflated and deflated without difficulty. The reported complaint was not confirmed based on the device analysis. In addition, based on the DHR review there is no indication that the device, labeling or packaging failed to meet its specifications when released. Therefore the event no longer meets the requirement of the reportable event for the device in question. The reportability is changed to a non-reportable event and a redaction MDR will be filed. Consider the awareness date for MDR redaction as (B)(6) 2017. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject balloon catheter was not able to be deflated fully but only approximately 50%. There was no impact to the patient. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the subject balloon catheter was not able to be deflated fully but only approximately 50%. There was no impact to the patient. No further information is available.